Event description:
It was reported that this right ventricular (rv) lead was an attempted implant as a perforation to the heart wall was noted. Subsequently, this led to a pericardial effusion and required a pericardial drain to be placed. No additional patient adverse effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant as a perforation to the heart wall was noted. The physician was unable to achieve stable lead position and while removing the lead, perforation was noticed. Subsequently, this led to a pericardial effusion and required a pericardial drain to be placed. The patient was admitted to intensive care unit. No additional patient adverse effects were reported.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and h6 impact codes.